Event description:
Additional information received via email from customer: requested follow up information was unknown.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped out on both front corners. Primary audible background test and primary audible alarm post error found in pump event history log. During functional testing using the occlusion test and power up, the reported issue of was unable to be duplicated. The root cause was unable to be determined. The speakers and interconnect board were replaced as a preventive measure and performed preventative maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue. Updated: b5, additional information was reported as unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped out on both front corners. Primary audible background test and primary audible alarm post error found in pump event history log. During functional testing using the occlusion test and power up, the reported issue of was unable to be duplicated. The root cause was unable to be determined. The speakers and interconnect board were replaced as a preventive measure and performed preventative maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email from customer: requested follow up information was unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm/ primary background test failure and acu watchdog failure. No adverse effects were reported.